Event description:
It was reported that an ilet user contacted support after announcing a breakfast meal on the pump and subsequently experiencing a blood glucose of 253 mg/dl while early in therapy; support confirmed the meal announcement was logged and provided education that glycemic excursions can occur during initial pump adaptation. Symptoms included hyperglycemia. Outcomes included no alarms, no emergency care, and no hospitalization. Investigation included review of device logs by support and user troubleshooting with education on monitoring and follow-up. Investigation of this case revealed no device malfunction and no component failure, with the event consistent with expected glycemic variability during early automated insulin delivery adaptation. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to therapy adaptation rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.